Event description:
Spontaneous report, pt states: "I am going to need a new pump and possibly have to use one of my back up supplies this next week. One of my cassettes leaked out almost all the fluid in the reservoir overnight thankfully my german shepherd dogs woke me because they heard the alarm from my pump when I didn't. The last thing the pump said on its screen was 'error 2'. It will not come back on". Pump serial number, cassette lot number and expiration dates are unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.